Event description:
Attempting to place powerglide catheter and upon retraction of device, the catheter was noted to be severed approximately 1 cm above the hub leaving approx 7cms of catheter retained in the patients arm. X-ray was obtained and verified retained piece of catheter.